Event description:
Legal papers state that the patient's aml stem appeared fractured on x-ray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.